Manufacturer narrative:
H3, h6: as no lot number was provided (the number provided was incorrect) it was not possible to carry out a device history review. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. However comprehensive photographs were provided, which provided the investigation with enough evidence to confirm a relationship between the event and the device. It was not possible to identify a definitive root cause. It was reported that when the patient attempted to remove the dressing from the backing paper, the adhesive stuck to the paper making it impossible to use. Photographs support this. Probable root cause is environmental issue such as temperature. A rise in temperature can alter the nature of the adhesive, which can make it adhere to the paper, rather than coming away with the dressing as intended. The device must be stored in the conditions outlined in the IFU. The users of the reported product are therefore advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and conditions in which the device should be stored prior to use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, a opsite flexifix 10cmx1m ctn 6 is not adhering properly on the skin and came off with water. No other complications were reported.